Manufacturer narrative:
G4: 02nov2020 b4: (B)(6) 2020 after further investigation of this complaint, new information received deems this case to be non-reportable. Although navigation ring was not functioning the customer was able to manipulate the setting via touchscreen. The original submission MFR report#: 2031642-2020-03787 no longer meets the criteria for a reportable event due to the finding of a functioning touch screen submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 20 oct 2020.

Event description:
The customer reported a nav ring not working. The unit was not in use. There was no patient or user harm reported.